Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a protruding drive support cap, became stuck in the prime/rewind loop and alarmed compromised force sensor system. The customer did not know the blood glucose reading. The customer stated that insulin squirted out during the manual prime process. He stated that he changed the insulin, forgot the reservoir, rewound the insulin pump, primed the tubing, and was prompted to hold a button to prime. He stated that if he kept holding it, he would waste insulin. He was unable to exit the preparing to prime loop and was stuck in the rewind complete/bolus delivery loop. He noted that the insulin pump had not been dropped or bumped prior to the compromised force sensor system alarm. He was advised that during seating, the force sensor did not detect the reservoir. He was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the insulin pump. He agreed to return the device for analysis.